Event description:
A facility reported that the fuses in the power entry module of the mlx 300 xenon lightsource (00mlx) were blown. It is unknown under which circumstance this event occurred; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300 xenon lightsource (00mlx) has been returned for evaluation: DHR review: a review of the DHR was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality.   Root cause - the issue of lamp failure is being investigated under internal quality plan to address root cause and corrective actions.